Event description:
Customer reports the following: "customer reported they had an agilia pump with a note malfunction during secondary infusion. Nurse was hanging an antibiotic with a flush bag (250 ml). Wanted to infuse a flush (vtbi) of 30 ml. Claims that the whole 250 ml infused without receiving an end of infusion alarm. Will monitor the pump to see if it happens again. No harm to the patient. Reviewed changing the default vtbi from 25 ml to 30 ml." Customer claiming no end of infusion alarm; fk has requested a return of the pump to evaluate. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was reviewed by lake zurich technical team and one error 24 clamp was found, therefore history data do not confirm events described in complaint. The reported device was not returned to france as repairs were carried out locally. The reported event was: "no end of infusion alarm." During internal and external check of the device, nothing was to notice. Several tests were carried out, all of them passed and the reported events could not be reproduced. Therefore the reported problem and error found in history log could not be confirmed. The pump was cleaned, post service tested per quality control check list and was released for use. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.